Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2025. Block g2: user facility report number is (B)(4). Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close.

Event description:
It was reported to boston scientific corporation that a coredx? Was used in the lungs during a biopsy procedure performed on an unknown day in (B)(6) 2025. During the procedure, the jaws were opened inside the lung nodule but could not be closed to obtain biopsy. The bronchoscope was advanced slightly, but the jaws were still unable to close. No patient complications were reported as a result of this event.